Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell a couple days ago and now had a bruise right over the implantable neurostimulator (ins). The patient requested a manufacturer representative (rep) be present at the appointment with the health care provider (hcp) on (B)(6) 2012. Additional information received 11 days later reported the patient just had an adjustment at the hcp¿s office, and left for vacation. While on vacation, the stimulation was making his legs jump when it was on. The patient had to turn the device off. Now the patient was in pain. A rep was going to see the patient. Additional information received about a month later reported the patient was still having concerns with his device/therapy, but had not sought further help. It was later reported the patient only used the pain stimulator for a couple months after it was implanted. The patient had not had his implantable neurostimulator (ins) turned on for 4 years. The patient had two deep brain stimulator implants, and the spinal cord stimulator was off because it caused lots of problems. It sent out impulses between the patient¿s stimulators. The patient had ¿too much electricity¿ in his body and his body was ¿on fire¿ all the time. It was ¿too much.¿ the patient had been falling for a long time because of his parkinson¿s. The past 6-9 months he had been falling backwards and clipping the ins on things like shelves and counters. The patient was tired of the pain it was causing. The patient wanted to get the device removed. The patient and his wife contacted the patient¿s pain health care provider (hcp) that sent him to the implanting physician, and he said it would be fine. The patient planned to manage the pain with different medications. Additional information received reported the patient had an appointment in 2 weeks to follow up with parkinson¿s symptoms. The case manager nurse called the patient and the patient reported this event never occurred. Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and their concerns were resolved at an appointment on (B)(6) 2014. It was later reported the patient¿s spinal cord stimulation (scs) implantable neurostimulator (ins) was being removed tomorrow ((B)(6) 2015). Per the physician, the patient had fallen couple of times and landed on the scs ins to his right hip/buttock area. That area then became sensitive and uncomfortable. The patient had not used the scs in ¿quite some time¿, so the scs was removed on (B)(6) 2015 and the lead remained in place. The physician stated there wasn¿t a stimulation issue, and didn¿t mention any patient complaint of such. No outcome was reported regarding this event. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and their concerns were resolved at an appointment on (B)(6) 2014.

Event description:
It was reported the patient only used the pain stimulator for a couple months after it was implanted. The patient had two deep brain stimulator implants, and the spinal cord stimulator was off because it caused lots of problems. It sent out impulses between the patient¿s stimulators. The patient had ¿too much electricity¿ in his body and his body was ¿on fire¿ all the time. It was ¿too much.¿ the patient had been falling for a long time because of his parkinson¿s. The past 6-9 months he had been falling backwards and clipping the ins on things like shelves and counters. The patient was tired of the pain it was causing. The patient wanted to get the device removed. The patient and his wife contacted the patient¿s pain health care provider (hcp) that sent him to the implanting physician, and he said it would be fine. The patient planned to manage the pain with different medications. Additional information received the patient had an appointment in 2 weeks to follow up with parkinson¿s symptoms. The case manager nurse called the patient and the patient reported this event never occurred.